Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forced sensor system test and excessive no delivery test, or verify the operating currents due to motor error alarm. The pump was received with cracked reservoir tube lip, cracked lcd window, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had several motor error. Customer¿s blood glucose was high of 791 mg/dl and current blood glucose was 190 mg/dl. Customer had positive results in ketone and nausea. Customer stated that drive support cap was normal. Customer was able to rewind the insulin pump. Customer was treated with insulin perfuser and currently using pen. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.